Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient complained of blurry vision in the right eye six days post lasik. Topical steroid dosage was increased and a flap lift and rinse was performed. The symptoms were noted to be resolved on follow up.